Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a clinician programmer. It was reported that the patient's pump was filled with a new concentration of 500 mcg/ml but the patient left approximately 90 min utes ago without updating the new concentration, so no bridge bolus was programmed. The company representative needed assistance calculating the new bolus and reprogramming the pump. Additional information received from the company representative indicated that the type of programmer used in the event was unknown. The issue was resolved while troubleshooting on phone call.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.